Manufacturer narrative:
(B)(4). On (B)(6) 2016, the recipient reportedly presented with an infection and was prescribed clavulin for 3 weeks. On (B)(6) 2016, the recipient underwent revision surgery to reposition the device and drain the infection. On (B)(6) 2017, the recipient was hospitalized. On (B)(6) 2017, the recipient's device was explanted and discharged. The recipient was not reimplanted. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection has reportedly resolved. This is the final report.

Event description:
The recipient is reportedly experiencing an infection. The recipient's device was explanted.

Manufacturer narrative:
The external visual inspection revealed the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical tests performed. The residual gas analysis result revealed nitrogen levels above the test limit. This device was explanted for medical reasons. However, this device had nitrogen that exceeded the test limit. Based on an assessment of the residual gas analysis data and the dye penetrant results, it is believed that this device was non-hermetic, and that the root cause of the excessive nitrogen was a leak through the feedthru seals. Due to the presence of moisture getter, no signs of moisture were observed.